Event description:
It was reported "during implantation the implant fractured near where the inserter attaches. The implant was successfully removed, and a new cage was implanted." A spare device was available which was used to complete the surgery. The surgery was delayed by 10 mins. A confirmation x-ray was performed. There was no injury to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.